Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a (B)(6), (B)(4), pump alarmed with no error message when the cassette was connected to the pump after filling with veletri 501 ml. Per reporter the event occurred before use. No adverse patient effects were reported. No additional information is available at this time.